Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. The pump was also received with the missing serial number label, case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads. The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. The pump was also received with the missing serial number label, case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads.

Event description:
Information received by medtronic indicated that insulin pump was broken and cracked on the back. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.